Manufacturer narrative:
The patient demographic information was requested but was not available at the time of this report. A medtronic rep visited the site and was unable to replicate the reported issue. The system was found to be fully functional.

Event description:
A site neuro coordinator reported that when multiple trajectories are planned, the stealthstation s7 system runs slowly. He also reported that the target point on their trajectories will sometimes spontaneously change to a new location. No impact to the patient was reported.